Event description:
This is a correctional MDR to mfg report number. 8010762-2025-0000109. The incorrect serial number was provided initially. The correct cardiohelp serial number is (B)(6). Complaint ID # (B)(4).

Manufacturer narrative:
This is a correctional MDR to mfg report number. 8010762-2025-0000109. The incorrect serial number was provided initially. The correct cardiohelp serial number is (B)(6). The follow-up 01 emdr mfg report number. 8010762-2025-0000109 was cancelled in error. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the touchscreen was no longer responsive. The failure occurred during transportation of a patient. An oxygen tank became loose within the vehicle and fell onto the cardiohelp. The emergency drive, e-drive, was used unit the hospital site was reached. The cardiohelp was exchanged. As there was a pump stop and the cardiohelp was exchanged, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-05-01. The user interface hardware update kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, the root cause for the damaged touchscreen was that an o2 tank fell from a compartment and made impact with the touchscreen. The customer confirmed that they did not use the protection cover during patient transport. Based on the risk analysis the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The review of the non-conformities has been performed on 2025-03-10 for the period of 2022-01-19 to 2025-03-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-01-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "touchscreen not responding due to crack" could be confirmed but is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Event description:
It was reported that the touch panel was no longer responsive due to a crack on the screen. The failure was detected during a patient transport. The emergency drive, e-drive, was used. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp device was exchanged during treatment of patient, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.